Event description:
It was reported that the customer's insulin pump alarmed motor error during rewind. It was stated that the device was not exposed to a high magnetic field. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a frozen display as a result of moisture damage on the electronic assembly. Further testing could not be performed due to the frozen screen. Moisture damage also was found on the motor. The device was received with missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.